Event description:
A medtronic rep reported that the surgeon alleged navigation was 3mm inaccurate with the axiem stylet during a transphenoidal procedure. At the beginning of the case, prior to navigating, surgeon had confirmed accuracy with the tracer probe on several landmarks, after tracer registration. Pt tracker was used for the case; the stylet was flickering red/green status during the procedure. Once the speculum was removed the left/right inaccuracy was corrected but not superior/inferior. Medtronic rep advised surgeon to ensure all metal was removed from the field and discussed with the surgeon that the pt should be re-registered if the inaccuracy persisted. Surgeon continued to use the stylet to complete the case. The instrument was 3mm superior to where the surgeon expected to be navigating and a cerebrospinal fluid leak (csf) occurred while navigating near the pituitary. After the csf leak, the surgeon alleged navigation was 3mm inaccurate on several other landmarks with the axiem stylet. No other instruments were navigated. Case was completed successfully with navigation. A lumbar drain was inserted as a result of the csf leak.

Manufacturer narrative:
Software investigation completed. Evaluation finds that the spatial relationship between the reference frame and the patient anatomy changed, which made the registration invalid. Spatial relationship changed due to user technique. Software is functioning as designed.

Manufacturer narrative:
Software eval in progress. Surgeon stated that he moved the pt's head around a lot during the surgery, pulling the skin. If spatial relationship between pt anatomy and reference frame is changed due to movement this can lead to suboptimal navigation accuracy.